Event description:
The surgeon implanted an aq2003v silicone lens. The lens leading haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. The surgery was completed using another lens. No pt injury.